Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from a patient with no symptoms of covid-19 and was not suspected of covid-19. Sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Samples were collected from a patient with no symptoms of covid-19 and was not suspected of covid-19. Sample-1 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 negative (reported to physician). Sample-2 was collected (B)(6) 2020 and tested same day using xpert xpress sars-cov-2, resulting in sars-cov-2 positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no patient harm.